Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a shocking sensation. The patient experienced the symptoms when the implantable neurostimulator (ins) was off. The ins was off but it was unconfirmed at this time. It was reported by the patient to the doctor as being off. The patient had an MRI about one month ago and the rep believed the MRI was of patient's leg and off label. They could not troubleshoot due to lack of access to the product. It was unknown when this started to occur.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.